Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: a review of the black box indicated call service 052/054 alarms had occurred on 08/25/2014. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no alarms occurring. The pump casing was removed and there were no issues found with the pcb. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).